Event description:
Pump was sent in for service with a service request form filled out by biomed and a copy of the customer's incident report. Biomed form states "incident report has been filed on unit. No patient injury. Need unit tested to verify any problems. Heparin overdose in ER, on event date at app. 2330 probably due to pump malfunction." Incident report states "report called for admission of patient. Upon entering room to transport patient, herparin bag was found nearly empty. Pump showed 10cc/hr and 221cc left to infuse. Heparin turned off. Change nurse, nursing supervisor, and md notified." Attempts were made to obtain extra information regarding patient status, medical intervention, and the amount of heparin that was infused, but no additional details were available. There was no report of patient injury or medical intervention on the incident report received with the device or during discussion with hospital staff.